Manufacturer narrative:
Analysis found that the output port was damaged. It was also noted that the cable-assembly wire to board and nut were replaced. The device then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would sometimes be unable to power on. The epg was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.